Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Explant date: not applicable, as no indication that the lens was explanted. (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that iol was unable to deliver properly. The patient underwent cataract surgery in the right eye and physician found that the posterior loop (haptic) of the intraocular lens was clamped when injecting the intraocular lens into the eye. Hence, the injection could not be performed normally. The intraocular lens was pushed with a micro-temporal implant to assist the lens to be implanted into the capsular bag. The intraocular lens was in positive position. The patient's eye condition was normal. No indication that the iol was removed. No other information was provided.